Event description:
The patient reported a left side silicone implant that has "puckering due to two folds in the implant and hardening."

Manufacturer narrative:
(B)(4). Device labeling describes these adverse events as follows: crease/fold an visibility/palpability: "cosmetic dissatisfaction - patients should be informed that dissatisfaction with cosmetic results related to such things unanticipated contour, implant palpability may occur."